Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l3/4 and l4/5. During surgery, spacer implanted at l4-l5 was broken. There are fragments of spacer at l4-5 still inside the patient. No patient complications were reported. No revision surgery was scheduled.